Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient had blurry vision due to patient being farsighted. The lens was exchanged approximately 3 months later for the same model of lens of 1.5 more diopter power. Additional information was requested.